Event description:
New information received noted that the right ventricular lead was capped and left in the patient's body.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited unacceptable pacing threshold. Furthermore, the helix was failed to retract. The rv lead was replaced and the procedure continued with the new lead on 12 aug 2023. The patient was stable throughout the procedure.